Manufacturer narrative:
Further analysis was performed on the device. Visual inspection revealed no anomalies. Bench analysis found that all low battery electrical tests met specifications. Low power functional testing was performed and repeated five times with no failures. Conclusion: could not confirm the reported intermittent failure seen during initial analysis.

Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the printed circuit board was out of specification electrically. The device was to be scrapped in-house. (B)(4).